Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was experiencing pain. Surgeon decided to resurface patella as this was not previously performed to the patient. Patient was opened up and found that the post of the ps insert that was worn. Insert was revised.

Manufacturer narrative:
An event regarding a worn post involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: resurfacing of the patella for patellofemoral symptomatic arthritis is not related to factors of faulty femoral or tibial component design, manufacturing or materials. Some evidence of wear of the tibial post of the ps insert after nearly five years in situ is not entirely unexpected. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies.. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was experiencing pain. Surgeon decided to resurface patella as this was not previously performed to the patient. Patient was opened up and found that the post of the ps insert that was worn. Insert was revised.